Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a sas surgery the shaft is too charp and a damage to the cartilage appeared. Per complaint reporter there was no harm for operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The visual evaluation of the received ar-3373-4002, batch 1809398 revealed that the distal end shows several damages (see evaluation pictures 2 - 5). This could possibly cause the reported event. The most likely cause can be attributed to hitting the sheath, dropping the sheath, or improper use / handling.